Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measuring greater than 125 ohms. Technical services (ts) noted the impedances have been gradually rising and discussed it could be due to calcification or tissue on the lead. Ts informed that it is physicians discretion to continue to monitor or test the lead. If lead testing is performed would recommend a max energy shock. The sales representative will discuss options with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measuring greater than 125 ohms. Technical services (ts) noted the impedances have been gradually rising and discussed it could be due to calcification or tissue on the lead. Ts informed that it is physicians' discretion to continue to monitor or test the lead. If lead testing is performed would recommend a max energy shock. The sales representative will discuss options with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was surgically abandoned and replaced successfully. Additionally, the implanted device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measuring greater than 125 ohms. Technical services (ts) noted the impedances have been gradually rising and discussed it could be due to calcification or tissue on the lead. Ts informed that it is physicians' discretion to continue to monitor or test the lead. If lead testing is performed would recommend a max energy shock. The sales representative will discuss options with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was surgically abandoned and replaced successfully. Additionally, the implanted device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was originally surgically abandoned however, not it has been explanted due to a mass. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measuring greater than 125 ohms. Technical services (ts) noted the impedances have been gradually rising and discussed it could be due to calcification or tissue on the lead. Ts informed that it is physicians' discretion to continue to monitor or test the lead. If lead testing is performed would recommend a max energy shock. The sales representative will discuss options with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was surgically abandoned and replaced successfully. Additionally, the implanted device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was originally surgically abandoned however, it has been explanted due to a mass. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing and detailed analysis confirmed the allegations based on the calcification on the shocking coil. Therapy was not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range (oor) shock lead impedance measuring greater than 125 ohms. Technical services (ts) noted the impedances have been gradually rising and discussed it could be due to calcification or tissue on the lead. Ts informed that it is physicians' discretion to continue to monitor or test the lead. If lead testing is performed would recommend a max energy shock. The sales representative will discuss options with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was surgically abandoned and replaced successfully. Additionally, the implanted device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this lead was originally surgically abandoned however, it has been explanted due to a mass. No additional adverse patient effects were reported.